Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a pump error alarm. Her blood glucose was 5.1 mmol/l. During troubleshooting, the customer stated that she was disconnected from the pump. She stated that she was pregnant so that she had lots of exposure to ultrasounds. The customer was assisted in checking her alarm history and the pump error was found. She was not able to rewind her pump. She was advised to discontinue use of the pump and revert to a backup plan per her doctor. The pump will be returning for analysis.

Manufacturer narrative:
Unit passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error (B)(4) noted during testing. Motor was tested outside the device and passed. Unit received with minor scratched lcd window, cracked keypad at select button, faded serial number label and cracked retainer.